Event description:
Failure to osseointegrate (B)(6) 2025 15:19:43 cet (5020981) the material number has been updated, which is reflected in this follow up report.

Event description:
Failure to osseointegrate